Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-10760. Related manufacturer reference number: 2017865-2020-10762. It was reported that the patient presented to the operating room with pocket erosion and possible infection. It was observed that the leads were exposed through the pocket near the pacemaker header. The entire system including the pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted on (B)(6) 2020. The patient tolerated the procedure well.

Event description:
New information received notes that the patient presented to the clinic for a routine follow up where it was noted that the patient's pacemaker (pm) was bulging. The entire system including the pm, right atrial (ra) and right ventricular (rv) leads were explanted and replaced on (B)(6) 2020.